Event description:
During attempted retrieval of the tulip filter that has been in place since 2005 the white handle used to advance the snare came loose and fell off of the snare. The black sheath portion of the snare was then cut open so the physician could regain his grasp of the snare. After surgically incising the snare open, it was then noted that the hub. The procedure was continued using the 9fr sheath. The filter was captured and retrieved with no further complications.